Event description:
It has been reported to philips that, x-ray was not possible. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the issue was occurred during the planned treatment/non-emergency treatment, and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the foot switch was malfunctioning. The fse replaced the footswitch. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.